Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that the esc button does not work all the time. Customer has to press the button really hard at times before it starts to work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The escape button was unresponsive due to a flattened dome switch. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.